Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they could not get their external device to turn on the ins, meaning that they saw a por message on their patient programmer screen. The patient just had surgery to re-implant the ins. The patient was redirected to their hcp because the por would need to be cleared using a clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that ¿evidently the implanter did a pocket revision and most likely touched the ins with cautery during the procedure.¿ the patient was unable to use their programmer and establish telemetry. The rep met with the patient and using the clinician programmer, they re-synced the patient programmer with their ins and the problem was resolved to patient satisfaction. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.